Manufacturer narrative:
D10: concomitants: (B)(6) 132-32-51 - nv gxl liner lipped 32mm ID, group 1 cups. (B)(6) 101-45-30 - 4.5mm drill bit 30mm. (B)(6) 170-32-93 - biolox delta femoral head 32mm od, -3.5mm. (B)(6) 186-01-50 - integrip cc, cluster 50mm, g1. (B)(6) 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6) 188-01-04 - wedge plasma x/o sz 4. (B)(6) 180-65-25 - alteon 6.5mm screw, 25mm". The reason for the revision was not reported but is most likely the result of prosthesis wear and/or fracture of the acetabular liner leading to articulation between the femoral head and acetabular cup; the contributions of implant positioning and/or patient related factors to the sequence of events cannot be determined from the reported information; however, the combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) may have also been a contributing factor to the early prosthesis wear/fracture. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, this patient had a tha. The patient experienced complications, including but not limited to severe pain, difficulty in walking, metallosis, and a fractured liner. The patient then underwent a revision surgery, approximately 4 years, 8 months, after initial implant. There is no other patient demographic or medical history available. There is no device return. No additional information is available.